Event description:
According to the report by the users, they noticed air bubbles went through the patient line during infuse with no error message or alarm. The patient was not harmed but, the ri-2 involved in the procedure was sent back to belmont for further testing. The biomed was unable to confirm any issue or failure during a full functional test in the lab but will gather information of the incident from the user and will update belmont in a near future. As of 06/29/2022, we haven't received any updates from the biomed on this incident.

Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation on 06/07/2022. The patient was not harmed in this incident. It was reported by the biomed that the users reported that they noticed air bubbles went through the patient line during infuse with no error message or alarm. The patient was not harmed but the unit was sent back to belmont for a full investigation. The biomed was unable to confirm any issues or failures during a full functional test in the lab but he was willing to gather further information of the incident from the user and will update belmont in a near future. However, there was no additional information available as of 06/29/2022. When the rapid infuser ri-2 recognizes a situation that is compromising, effective infusing, it stops pumping, heating, moves the valve wand into recirculate position, displays alarm message, instructions for corrective measure, and sounds an audible alarm and displays an alarm message with instructions for corrective measure. In the event of an "air detetection", the rapid infuser exhibits the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air reinsert tubing and close the door". The operator's manual also provides possible conditions and recommended operator actions. Certain other conditions that could have lead to air bubbles includes air in the line, tubing in the air detection sensor not seated firmly in the detector or leak in the disposable. The operator's manual also consists of warning: "before continuing, you must inspect and make certain that the patient line is completely primed and free of air. Any air bubbles after the valve wand in the patient line must be removed before the procedure can safely continue". Evaluation: upon receipt of the referenced rapid infuser, ri-2 unit s/n: (B)(4), belmont tested both air & fluid-out detectors for proper operation twice, 1 in hardware and 1 in infuse modes. The 1 in infuse mode was not only checked for proper operation, but also verified that the alarms were triggered when air passed through the detectors. The service engineers were unable to confirm the customer complaint after extensive functional testing and 48 hours of stress testing at elevated temperatures. The device performed according to our specifications without any problems upon receipt. No device malfunction could be verified and the root cause could not be determined. Belmont service department upgraded the system to the current revision to ensure that the unit performed according to the specifications before shipping it back to the user facility. The unit was operated at elevated temperatures for 48 hours and upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.